Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was experiencing a rash and high ion levels.

Manufacturer narrative:
This follow up report is being filed to relay additional and corrected information. Device 5 of 5. Reference MFR. Reports: 1822565-2014-00233, 1822565-2016-04081, 2648920-2016-03255 & 2648920-2017-00064.

Manufacturer narrative:
No devices were received; therefore the condition of the components is unknown. Device history review for all related devices identified no deviations or anomalies. The devices were used for treatment. The reported components were reviewed for compatibility with no issues noted. A complaint history search for all related devices identified no additional complaints with the same part/lot number combinations. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No photos or additional information was provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.